Manufacturer narrative:
Based on the claim against the product by the customer noting a pop sound and loose wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lock clip applier instrument, was analyzed and found to have a broken grip cable at the proximal end. As a result, the grip cab became loose at the distal end. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. As a result, the grip cable broke. Common causes of the failure mode residue instrument clamping or pulleys are typically attributed to improper cleaning/reprocessing techniques, such as insufficient flushing. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. A review of the instrument log for the large hem-o-lock clip applier instrument (part number: 470230/lot number: n10201027-0048) associated with this event was performed. Per logs, the large hem-o-lock clip applier instrument was last used in a procedure on (B)(6)2022 via system sk3562. The alleged instrument had 1 use remaining after last use. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for 8mm instruments. The large hem-o-lock clip applier instrument underwent a design change to allow for crimp retention, which included modifications to the distal and proximal clevis components of the instrument wrist assembly. This design change ensures that the pitch cable crimp is retained even if the cable breaks to mitigate the potential for a fragment falling into the patient and to improve pitch cable life. No additional actions are required given that the design change helped to reduce the severity of pitch cable failure. This issue will continue to be tracked. This complaint is reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the large hem-o-lock clip applier instrument made a pop sound and had a loose wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: while clipping the cystic duct, the large hem-o-lock clip applier instrument clip was fired and the instrument made a pop sound. Then a wire was noted to be loose. There was no tissue damage. The issue was resolved with a back up instrument. The procedure was completed with no reported injury.